Event description:
Caller reported cartridge alarm 20, but there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller in loading a new cartridge using the correct technique, and the caller was able to successfully load a cartridge and resume insulin therapy.